Event description:
It was reported that the patient underwent a procedure for tlif at l5-s1. After insertion of the interbody cage at l5-s1, the surgeon was unable to successfully distract the cage. Reportedly, the distraction plug started to bend as it approached the anterior aspect of the cage and never reached the final endpoint, and then migrated posteriorly within the device. A second attempt was made and the surgeon was unable to thread the distraction rod into the distraction plug, but the surgeon attempted to distract anyway. The device was left implanted. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Several x-rays and axial CT views show the cage eccentric to the right side, with the cage only about 50% within the disc space. The posterior half appears to be lateral to the canal. Although it does not appear to create central stenosis, the transitioning root could be compressed by the posterior aspect of the cage. The markers within the cage appear distorted, as if the cage itself has fractured.